Manufacturer narrative:
This information is based entirely on journal literature. The gender of the baseline characteristics is male and the baseline age is 62 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: (B)(6) registry of implantable electronic device outcomes: surveillance of high-voltage leads. Canadian journal of cardiology. 2018; 34(6):808-811. Doi: 10.1016/j.cjca.2018.02.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article examines post-market surveillance as a means of monitoring lead performance, detection of complications and lead failures. The article reports patient deaths and patients that experienced pneumothorax, infection requiring system removal, hematoma requiring intervention, and cardiac tamponade. Additionally the article reports lead malfunctions including lead dislodgment requiring revision, elevated thresholds and t-wave oversensing. The status of the individual patient leads is unknown. No further patient complications have been reported as a result of this event.